Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety (not recovered prior to essure) and depression (not recovered prior to essure). Concomitant products included alprazolam (xanax) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anxiety, urinary tract disorder, urinary tract infection, vaginal haemorrhage, depression and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), urinary problems and uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records :depression, anxiety, weight gain, menorrhagia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet and medical records received : case category upgraded to ¿serious incident¿. Reporters added. Removal date added. Events added- vaginal haemorrhage, weight increased. Event ¿psychological trauma¿ updated and split to two separate events ¿depression¿ and ¿anxiety¿. Event onset dates updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety (not recovered prior to essure) and depression (not recovered prior to essure). Concomitant products included alprazolam (xanax) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems"), pain ("pain"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage, cystitis, vaginal discharge and vaginal infection had resolved, the abdominal pain, anxiety, depression and weight increased outcome was unknown and the pain was resolving. The reporter considered abdominal pain, anxiety, cystitis, depression, menorrhagia, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), urinary problems and uti. Patient had pain shortly after removal (B)(6) 2011. Patent received treatment for abnormal bleeding, pain, bladder and urinary problems, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records :depression, anxiety, weight gain, menorrhagia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events: bladder infection, vaginal discharge, vaginal infection were added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety (not recovered prior to essure) and depression (not recovered prior to essure). Concomitant products included alprazolam (xanax) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems") and pain ("pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anxiety, urinary tract disorder, urinary tract infection, vaginal haemorrhage, depression and weight increased outcome was unknown and the pain was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), urinary problems and uti. Patient had pain shortly after removal (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records :depression, anxiety, weight gain, menorrhagia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: information received via social media: new event - pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.